Event description:
The customer reported that the system displayed a regulator failure error message. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The representative determined the system needed a new battery pack. The customer replaced the battery pack. The customer reported that the system operates as intended.